Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2022, the patient was hospitalized for syncope. The pacemaker could not be interrogated, and was not working. The device was explanted and replaced, eos is suspected.

Event description:
Reportedly, on (B)(6) 2022, the patient was hospitalized for syncope. The pacemaker could not be interrogated, and was not working. The device was explanted and replaced, eos suspected.